Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension xpand plus with hm system for one patient. The discordant results were reported to the physician, who requested that the patient be transferred to the hospital for a redraw. The redraw sample was run on an alternate instrument and resulted lower. The redraw results were reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium, potassium and chloride results.

Manufacturer narrative:
The siemens technical support center (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant sodium, potassium and chloride results were due to user error: releasing results when the instrument displayed an error (insufficient integrated multi-sensor technology consumable / diluent). The customer replaced the diluent to resolve the instrument error. The tsc also discovered that sample tubes were not being centrifuged according to the tube vendor specifications and reminded the customer that stat spins are not recommended. The instrument is performing within specifications. Further evaluation of the device is not required.